Event description:
It was reported that when the patient lay down, the stimulation goes away. Further information received indicated the problem was due to a lead migration. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).